Manufacturer narrative:
The ge service rep conducted an onsite investigation. The cpu board and the hard drive was replaced. No further service info was provided.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.